Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated, the patient was diagnosed with pulmonary embolism and thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years later, the patient had a massive pulmonary embolism. Approximately one year later, computed tomography revealed inferior vena cava filter was identified within the infrarenal portion of the inferior vena cava. Approximately three years later, it was reported that that the inferior vena cava filter was tilted with legs extended out of the inferior vena cava. The struts did not impinge on any vital organs such as aorta. Approximately two months later, computed tomography revealed an infrarenal inferior vena cava filter was seen in place without evidence of migration, tilt, or fracture. Approximately one year later, computed tomography revealed that there was an interval thrombosis of the entire abdominal portion of the inferior vena cava. Severe stenosis of the juxtarenal inferior vena cava and inferior vena cava filter remain in place. Computed tomography venogram showed an extensive clot burden throughout infrahepatic veins. Subsequently next month, venogram revealed thrombotic occlusion extended from the mid iliac stents to just above the filter. Subsequently the next day, moderate thrombus burden in the proximal common iliac stent and residual thrombus in the inferior vena cava filter which occupied most of the filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2013), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism and thrombus above the filter; however, the current status of the patient is unknown.